Event description:
Boston scientific received information that the patient with this right atrial lead reported chest pain. A physician presumed that the extendible retractable lead caused the reported symptom. Further, since patient was in atrial fibrillation the physician elected that the lead was no longer needed thus explanted. This ra lead is no longer in service. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. An explant date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.